Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer experienced recurrent malfunctions with the device. A field service engineer effectively detached the back panel from the drawer and examined as well as reconnected the connections to the cubie trays from the drawer controller, thereby resolving the issue. The system functioned as intended after the field service engineer troubleshooted the device. A technical service specialist confirmed that there was a delay in dispensing medication to the patients.

Event description:
It was reported that when using the pyxis medstation es system, experienced a drawer malfunction. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.